Manufacturer narrative:
Results: the distal 4.5 cm of the indigo system aspiration catheter 6 (cat6) was flattened and kinked repeatedly. The cat6 was also kinked approximately 1.0, 17.0, 25.0, 37.0, and 90.0 cm from the proximal hub. Conclusions: evaluation of the returned cat6 confirmed that the distal tip was kinked and flattened. These damages are likely a result of forcefully advancing or pinching the distal tip of the cat6 when attempting to advance the device into a parent catheter. Further evaluation revealed kinks along the length of the device. This damage was likely incidental and likely occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician used the peelable sheath to insert the cat6 through the cross cut valve of a non-penumbra sheath. While advancing the cat6 through the sheath, the physician encountered resistance and decided to remove the cat6. Upon removal, the physician noticed that the cat6 was kinked. Therefore, the procedure was completed using a new catheter and the same sheath. There was no report of an adverse effect to the patient.